Manufacturer narrative:
Reported issue: it was reported that the leg kept falling to the side. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 02/02/2018. No non-conformances were identified during inspection. Complaint history review a review of complaints related to p/n 210110, lot 19360717 shows no additional complaint(s) related to the failure in this investigation. Material analysis material analysis was not completed as no material failure was alleged. Functional inspection: functional inspection shows that the ball is loose in the sled. The metal retainer rings that tighten over the ball are loose inside their housing. Conclusion: the failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
Leg kept falling to the side while locked into place. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Leg kept falling to the side while locked into place. Case type: tka.